Manufacturer narrative:
(B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The device was returned to (B)(4) for repair. The device was evaluated but the reported issue could not be reproduced. The vga gain value and amplitude were measured and were found to aligned with the expected values. The device was returned to the customer. As the issue could not be reproduced, an exact root cause could not be determined. (B)(4) believes that the bubble alarm did not trigger a pump stop because the user did not configure a master-slave set-up between the bubble sensor and the pump.

Event description:
(B)(4) received a report that the s3 bubble detector intermittently gave a false alarm during a procedure. There was no report of patient injury.